Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have received two no delivery alarms during priming with infusion sets from same box. Customer's blood glucose was unknown. Customer was able to resolve no delivery with a complete set change. Customer was wearing insulin pump at the time of alarm. Customer was not able to troubleshoot, so exact reason for no delivery could not be determined. Customer was advised that infusion set and reservoir would be replaced.